Event description:
The customer called from the hospital to report no delivery alarms. The reason for the hospitalization was unknown. Troubleshooting was performed, and the insulin pump alarmed no delivery again. The customer didn't have more supplies with her at the time of the call. Advised the customer to call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.